Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The sutures returned are sliced equally in half, implying they were broken at the tip. There was also a piece of br anchor lodged inside the inserter. This complaint can be confirmed. The most probably root cause for this complaint is off axis insertion, specifically into hard bone. If inserted off axis, the anchor is likely to break, as the piece left inside the inserter confirms. When the anchor has broken the sutures are very exposed and will rub against bone surface. Specifically in hard bone, this can cause the suture to fray and break. A batch record review for the finished good lot was conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of 197 devices that were released to distribution. At this point in time no further corrective action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a hip repair that the entire suture came right out of the customer's gryphon p br anchor with orthocord, dual suture, after it was securely implanted and as the inserter was being removed. The sales rep reported that the suture broke in the middle of the strand, at the section where it goes through the anchor eyelet. The surgeon left this anchor securely implanted within the bone not sitting proud. The surgeon completed the procedure with another same like anchor in a new bone hole prepared right next to the first one. The sales rep reported that the surgeon was satisfied with the fixation. The sales rep reported that the bone hole was prepped with the drill and the bone quality was good. The sales rep is returning the inserter and suture for evaluation.